Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon implant of the first valve ((B)(6)), the team noted aortic regurgitation as well as pericardial effusion. A second valve was therefore decided to be implanted. Once the second valve ((B)(6)) was implanted the aortic regurgitation was resolved, however the pericardial effusion remained. At this point, the team realized that the effusion was caused by a dissection in the sinotubular junction (stj). There was no defect in theimplanted valves. The only treatment option for pericardial effusion caused by stj dissection was a surgical bailout, however the patient had expressed prior to the procedure that this option was not preferred. The dissection had also begun to extend backwards into the aortic arch and flow through the carotid branch was compromised. The patient passed away. Additional information was received that the delivery catheter system (dcs) dissected the sinotubular junction (stj). Per the physician, the patient¿s bicuspid valve with a non-right fusion and the dcs contributed to the death.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product type: 0195-heart valves; implant date na ; explant date na product analysis: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve with a fusion between the non-coronary and right coronary cusps. The first angiogram shows the valve deployed just prior to the point of no recapture and no obvious signs of aortic dissection, possibly due to low contrast volume and suboptimal position of the reference pigtail. The subsequent angiogram shows evident aortic dissection that appears to originate from the sinotubular junction. Cause of the aortic dissection cannot be determined. Furthermore, the valve depth appeared to be less than 1mm on the left coronary cusp which would warrant a recapture. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). Caution: bioprosthesis implant depth =1 mm may contribute to an increase d risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Despite the shallow depth, the valve was released, and aortic regurgitation was noted. It was reported that a pericardial effusion was identified at this time and a decision was made to implant a second valve. The second valve was implanted inside the first valve and angiogram reveals that the aortic dissection was contained and evidence of coronary flow. A post-implant dilatation was performed and subsequent angiogram reveals no flow to the coronaries and worsening of the aortic dissection confirmed, but significant contrast staining in the ascending aorta. Attempts were made to re-access the coronaries unsuccessfully and further efforts were aborted. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so it was not returned to medtronic for analysis. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the information provided, the event aortic regurgitation treated with the implant of a second valve was likely related to the valve as the leaflets allowed regurgitant flow. The relatedness of the valve and/or the delivery system to the dissection with subsequent pericardial effusion and death cannot be determined with the available information. Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. As reported, the effusion was caused by a dissection in the sinotubular junction (stj). However, this could not be confirmed by medtronic and a conclusive cause could not be determined from the limited information available. Vascular injuries such as dissection and rupture, are known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). However, a conclusive root cause of the dissection and rupture cannot be determined from the limited information available. The dissection had also begun to extend backwards into the aortic arch and flow through the carotid branch was compromised. The patient passed away. Per the physician, the delivery catheter system (dcs) associated with the first valve implant contributed to the patient death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed, a conclusive assessment of the relationship between the event and the device could not be reached. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that according to the physician, a post implant balloon dilatation is standard practice when aortic regurgitation is observed. A post implant dilation was performed following the implant of the second valve ((B)(6)). According to the physician, there was query of annular rupture, the team had hopes that the valve skirt would seal off "the rent". Information confirmed that the first valve (B)(6)) was recaptured as the valve was too high during the initial deployment and it dislodged, necessitating the recapture. The valve was fully recaptured, however the nosecone separated slightly from the capsule due to the angle of the dcs and the stj calcium present.